Event description:
The customer contact reported air in the tubing distal to the device with no device alarm. At an unspecified time, the device was programmed to deliver 1000ml normal saline, with a 150ml/hr rate, a 998ml vtbi (volume to be infused), and the delivery was started. No further programming parameters were provided. The customer contact reported the nurse noted between 1600 and 1700 that the display indicated a 975ml vtbi. At 2330, the nurse reported the display indicated approximately 400ml vtbi, at that time, the bag also contained approximately 400ml vtbi. At 0130, the customer contact reported the patient's daughter noted air in the tubing set. At that time, the daughter clamped the tubing set and notified the nurse. The nurse reported air was in the tubing set distal to the device, to the IV site, with no device alarm. The nurse reported at the time, the display indicated a 0 vtbi and the drop icon was flashing. No air was delivered to the patient. The device was removed from clinical service. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided including if the therapy was resumed using a replacement device.

Manufacturer narrative:
The device was received. Investigation is not complete. The history was downloaded at the manufacturing facility. On (B)(6) 2010, 1408, the device was programmed for basic delivery to deliver ns, 1000ml, with a 125ml/hr rate, instead of the customer reported 150ml/hr, a 889ml vtbi instead of the customer reported 998ml, for a duration of 7 hrs and the delivery was started. Between 1457 and 1500, a distal occlusion alarm is indicated, the alarm was silenced, resumed, a channel callback alarm is indicated and silenced, the distal occlusion alarm is cleared the distal occlusion setting was changed to 14 psi and the delivery resumed. At 1609, the device was programmed for piggyback delivery, (B)(6) 50ml, with a 100ml rate, 50ml vtbi, for a duration of 30 mins., programming confirmed and delivery started. At 1640, an end piggyback delivery is indicated and the basic delivery is resumed. At 1804, a distal occlusion alarm is indicated, silenced, cleared and basic delivery is resumed. At 1824, a 200ml/hr rate was programmed, for a duration of 2 hrs. At 1833, the occlusion setting was changed to 15 psi and the delivery was started. Between 1852 and 1909 there are 2 distal occlusion alarms indicated, the alarms were silenced and cleared. At 2038, an end of infusion alarm was indicated, kvo delivery started. At 2048, end of infusion alarm cleared. At 2050, end of infusion alarm indicated. At 2053, the device was powered off. A review of the history indicates the device delivered as programmed. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).

Manufacturer narrative:
The issue of failure to alarm for air in line was evaluated under a formal investigation. (B)(4).  Several corrective actions had been identified.  A clinical bulletin was issued to notify customers to use air elimination filters and not to over program the volume to be infused in the device.  Secondly, an urgent device recall was issued notifying customers on air mitigations, product information on the use of air elimination filters, priming the filter tubing sets, filter size use with blood tubing sets, and medications that cannot be filtered.  Thirdly, the symbiq system operating manual was updated that was completed (B)(4) 2010.  Fourthly, the training materials for clinical users based on the changes to the system operating manual were updated.  Next, the production of macrobore and remedial microbore tubing sets were accelerated to meet customer demand and hospira is currently in the process of conducting the recall to replace the customers affected tubing sets.